Event description:
The physician reported that after interrogating successful screen, the handheld would lock up. The physician performed a soft reset and the device worked properly. He was able to interrogate the pt successfully. Good faith attempts to get additional information have been unsuccessful till date.